Manufacturer narrative:
The device was returned to the service center for evaluation. The returned device was visually inspected and found red stains and scrape mark in the forcep channel. The bending section glue was noted to be cracked and missing on the bending section cover and insertion tube. The insertion tube mesh was exposed and frayed. There were chips note on the edge of the objective lens; however, the image was not affected. Scratches were noted on the plug unit. The customer¿s label was illegible on the device¿s control body. The device had a total usage count of 417. The device passed the leak test. The device was repaired and returned to the customer. The gif-h190 instruction for use provide warning to prevent equipment damage. ¿confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage may result.¿ in addition the instruction manual states ¿ after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance.¿

Event description:
The service center was informed that a red streak was noted in the biopsy port. The customer reported that the red markings were observed in the channel through a borescope after manual cleaning. No further information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. However, since the scope was disassembled for repair it is likely that braid was broken during disassembly.